Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no causes or contributing factors for the event identified. The procedure was not completed, it was postponed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There were no additional steps or other devices attempted to open the pipeline. It was clarified that the pipeline failed to open in the middle section. The information has been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-mar-25 mpxr 1410173 (rep, hcp): medtronic received a report that a pipeline vantage failed to open at the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the v4 with a max diameter of 7.6 mm and a 5 mm neck diameter. It was noted the patient's landing zone was 3.02mm distally and 3.38mm proximally, vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered and the pru level was 267. It was reported that per doctor, the device was not opened distally and in mid segment. He tried resheathing and unsheathing, later it opened distally but still middle was not opening. There was a bend at the aneurysm. The distal opening was in straight segment. The pipeline failed to open at the middle section and was not positioned in a bend. More than 50% of the pipeline has been deployed when it failed to open. It was also resheated less than or equal to 2 times. No additional steps or devices were required to open the pipeline. The pipeline was not used for an indication that is not approved (off-label). All devices used were prepared as indicated in the IFU and no patient complications were associated with this event. Ancillary devices include a neuron 070 guide catheter, headway 21 microcatheter, traxcess guidewire.